Event description:
A micropuncture set was used to re-access a groin that had been closed 2 days prior with a vascular closure device. When the physician went to exchange the micropuncture introducer out for the 6fr. Sheath, only a small portion of the introducer actually came out of the artery (about 1cm). The rest of the introducer appears to have snagged on the vascular closure device and broken off inside the patient's femoral artery. A distal aortogram confirmed positioning of the introducer. A 4mm loop snare was successfully navigated over the introducing wire and was used to grab the intravascular portion of the fractured introducer. The majority of the fractured introducer was extracted from the introduction site with the rest being tucked into the soft tissues. No bleeding or vascular occlusion was noted on a post right common femoral arteriogram. Manual compression was maintained at the site for approximately 15 minutes. Access was then obtained from the left groin. No obvious defects were noted in the device prior to the procedure. The physician and staff involved in the event have performed this procedure many times and are very familiar with the equipment.postoperatively, he had a significant amount of postoperative hypertension. Transcranial dopplers did not reveal any vasospasm. He was started on multiple blood pressure medications. His blood pressure eventually stabilized. He was discontinued off the cardene drip. He was seen by physical therapy/occupational therapy (pt/ot), who recommended that he undergo home health with physical therapy. The patient was medically cleared for discharge home.